Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Power error alarm due to j6 connector resistance issue.

Event description:
The customer reported via phone call that the insulin pump had power error detected and customer also state that notification light stopped flashing immediately. Customer was able to clear the alarm and able to rewind the insulin pump. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be return for analysis.